Event description:
It was reported that the arctic sun device had failed chiller efficiency test. An error 85 was received on automated calibration and test system (acats), it was found during engineering testing and temperature of 8.11 out of range. Per follow up information response received via email on (B)(6) 2022, the device was not being used on the patient during reported event as the issue was found during testing. The device was coming in for service and repair.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was not duplicated during testing. During the engineering testing the device failed the chiller efficiency test with an error 85. Temperature 8.11 out of range. The device was placed on acats to duplicate the reported issue however the problem was not duplicated and could not be reproduced again. No repairs for reported issue were needed. Completed all applicable updates. Performed a functional check and pre-cal the device after the repairs. Placed on acats (automated calibration and test system). Passed acats and document testing. Performed an electrical safety test. Passed electrical testing and documented testing. Completed the final inspection. The unit is functioning properly. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. The device history record review was not required as the reported event was unconfirmed. The labeling review was not required as the reported event was unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device had failed chiller efficiency test. An error 85 was received on automated calibration and test system (acats), it was found during engineering testing and temperature of 8.11 out of range. Per follow up information response received via email on 21apr2022, the device was not being used on the patient during reported event as the issue was found during testing. The device was coming in for service and repair.